Event description:
Reportedly, a 25mm mitral valve was explanted after an implant duration of 1 month, 10 days (1.33 months) due to endocarditis. Information was received form the surgeon via email to our implant patient registry. His email states: "I am a cardiac surgeon in (B)(6) , working in [name redacted]. About a month back ((B)(6) 2012) I had implanted a perimount mitral valve in a (B)(6) male. He had an uneventful recovery and was routinely discharged on 8th post op day. He started developing fever within a week of going home, which did not respond to routine antibiotics. He was re admitted and his blood culture grew multi drug resistant stenotrophomonas maltophilia, sensitive only to colistin and polymixin b. He was treated with IV colistin, however his fever did not subside and a tee done one month post surgery ((B)(6) 2012) showed a large vegetation on his mitral valve prosthesis. We reoperated him on (B)(6) 2012 and replaced the infected perimount. The valve culture also grew stenotrophomonas maltophilia. He has there after progressed well and his blood culture is free of the organism..."

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. It is known that this device was manufactured in 2010. A search of our complaints database using the sterilization lot #10l243, as indicated for this device, was done on (B)(4) 2012, and there are no other reports of infection or endocarditis for any device within this same sterilization lot. In follow up communications with the surgeon, it was stated the device was discarded by the hospital microbiology department after 72 hrs per hospital policy. Therefore, no evaluation or testing can be done by edwards lifesciences. A picture of the device in a jar has been provided along with hospital discharge summaries, operative notes and post operative microbiology reports. The hospital discharge summary from his surgery on (B)(6) 2012 states "he has recovered well enough and is now being discharged in satisfactory condition." The doctor indicated the patient has come back for his follow up and he is afebrile as of (B)(6) 2012, and is continuing on his regimen of antibiotics (co-trimoxazole) until (B)(6) 2012. The hospital pathology - microbiology reports have been provided from collections on (B)(6) 2012 showing growth of stenotrophomonas maltophilia after 24 hrs of incubation. Pathology report from (B)(6) 2012 shows (B)(6): moderate growth (on direct culture). Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. This information has been referred to our microbiology for further investigation. Follow up report will be provided upon completion.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Complaints database was queried for any report of infection or endocarditis against a device in lot #10l243 and there have been no reports as of (B)(4) 2012. An investigation was initiated into the manufacturing and sterilization processes, concluding that the product and all processes met specifications, the product was sterile, and therefore edwards valve was not the source of the patient's infection with stenotrophomonas maltophilia. This bacterium is a gram-negative non-sporulating vegetative type of bacteria.